Event description:
Insert dislocated forward. Revision surgery is planned.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Insert dislocated forward. Revision surgery is planned.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned and x-ray was provided for evaluation and matches the alleged failure mode. The device inspection revealed the following: the returned device was visually inspected and reveals little marking on the surface that could be a result from grasping the polyethylene insert with some kind of forceps to get it out of the soft tissues during extraction phase of the revision surgery. Furthermore, medical expert opinion reveals, the x ray confirm dissociation and migration of the polyethylene insert of the perform humeral reverse tray. Since there are images in ap direction only, the direction of the component migration cannot be determined with certainty. The device was functionally inspected with a test fixture. Initially, using hand pressure to adequately set in the test fixture. After using a mallet and impact tool to apply three impacts, the device was properly set and could not be pulled out with hand pressure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The returned device functioned as intended. It is possible failure was caused due to the surgeon failed to follow the technique which states to apply hand pressure first before impaction. This could lead to misalignment of the insert leading to the issue noted in this complaint. If any further information is provided, the complaint report will be updated.